Event description:
The customer reported a kv on in error message accompanied by a filament regulator error. This error caused the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.